Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Troubleshooting was done for the alarm. Customer was able to clear and rewind the insulin pump. Customer reported that they did displacement test and it was pass. Customer did self test and the insulin pump received hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No pump errors 4 and 41 were noted during testing. No pump error 53 was noted during testing; however, pump error 53, and is found in the device history file and requires more hardware analysis. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.